Manufacturer narrative:
Corrected and additional information provided in b.5., d.9., h.3., h.6 (FDA product problem code a1901 was removed and a0501 was added) and h.11. One opened probe was received, with a tip protector, in a bag. The sample was visually inspected and found to be nonconforming with the probe broken at the front and rear housing, presence of adhesive observed on both components detached. The probe was disassembled and wear assessment was performed. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported air came out of probe, the evaluation does confirm that the probe front and rear housing were detached, which can be perceived probe felt loose during surgery. How and when the engine housings became detached cannot be determined from the evaluation performed, however a manufacturing related root cause cannot be ruled out. The reported air came of probe was unable to be confirmed and a non-conformance investigation has been initiated associated with the engine housings detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information received from company representatives that the cutter was not cutting efficiently, front part of the probe was loose, and able to remove the front plastic part from the back. Then pulled the probe with hands, splitting it into two parts. This case pertains to the two of two vitrectomy probes used during the same surgery.

Manufacturer narrative:
Additional and corrected information provided in h.6. (A1205 and a1415 FDA products codes were removed) and h.11. A probe sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A probe sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a probe had low cutting rate, insufficient cutting, front part of the probe was loose, emitted an unusual sound and air came out of it during vitrectomy surgery. The aspiration condition was normal. The surgery was completed on the same day after replacing the probe with another one. There was no patient impact.